Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that and unspecified number of bd q-syte¿ needle-free connector experience cracking, disconnecting, leaking, deviation of the septum, and air in line during use. The following information was provided by the initial reporter: cracked nc¿s found on hubs of catheters that were identified by leaking when flushed, infusing or blood refluxing back into the vad lumen. Septum not closing all the way after disconnecting attached syringe, transfer device or infusion tubing. Septum gets depressed into and stuck inside the nc hard outer portion, resulting in loss of ability to flush. Q-syte and blood transfer device that inserts into it do not fit well, disconnect during draws, expose staff to blood unnecessarily in what should be a closed system, allows external air to be dawn into the transferring blood and blood tubes affecting results and fill volumes. Having to hold the two items together interferes with end user function by only having one hand to connect and disconnect tubes and invert tubes to mix appropriately. Luer-lock devices screw on improperly threaded and at an angle. This leads to inability to flush and leaking at connection points. Blood refluxes into the catheter because the vad is unclamped/valve opened and infusions leak out of the ¿closed¿ system. If not immediately identified this leads to vad occlusion, vad failure, medication waste and improper doses received by veterans. Another example was a powerglide catheter placed as a midline. Needleless connector became stuck on macro tubing and blood kept refluxing back although line was clamped. Line clotted off and had to be removed. A crack along the q-syte seam was identified allowing leakage but no evidence of mechanical force being used and nursing staff denied that as an attempted intervention. The q-syte had been applied the day prior.

Manufacturer narrative:
Correction: the following field was corrected: d4: UDI #: (B)(4).

Event description:
It was reported that and unspecified number of bd q-syte¿ needle-free connector experience cracking, disconnecting, leaking, deviation of the septum, and air in line during use. The following information was provided by the initial reporter: cracked nc¿s found on hubs of catheters that were identified by leaking when flushed, infusing or blood refluxing back into the vad lumen. Septum not closing all the way after disconnecting attached syringe, transfer device or infusion tubing. Septum gets depressed into and stuck inside the nc hard outer portion, resulting in loss of ability to flush. Q-syte and blood transfer device that inserts into it do not fit well, disconnect during draws, expose staff to blood unnecessarily in what should be a closed system, allows external air to be dawn into the transferring blood and blood tubes affecting results and fill volumes. Having to hold the two items together interferes with end user function by only having one hand to connect and disconnect tubes and invert tubes to mix appropriately. Luer-lock devices screw on improperly threaded and at an angle. This leads to inability to flush and leaking at connection points. Blood refluxes into the catheter because the vad is unclamped/valve opened and infusions leak out of the ¿closed¿ system. If not immediately identified this leads to vad occlusion, vad failure, medication waste and improper doses received by veterans. Another example was a powerglide catheter placed as a midline. Needleless connector became stuck on macro tubing and blood kept refluxing back although line was clamped. Line clotted off and had to be removed. A crack along the q-syte seam was identified allowing leakage but no evidence of mechanical force being used and nursing staff denied that as an attempted intervention. The q-syte had been applied the day prior.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photos and one video of a q-syte closed luer access device. Based on visual inspection of the evidence provided, the reported issue was not confirmed. There appeared to be no damage to the q-syte based on the provided images. A device history record review could not be performed as the lot number was not provided.

Event description:
It was reported that and unspecified number of bd q-syte¿ needle-free connector experience cracking, disconnecting, leaking, deviation of the septum, and air in line during use. The following information was provided by the initial reporter: cracked nc¿s found on hubs of catheters that were identified by leaking when flushed, infusing or blood refluxing back into the vad lumen. Septum not closing all the way after disconnecting attached syringe, transfer device or infusion tubing. Septum gets depressed into and stuck inside the nc hard outer portion, resulting in loss of ability to flush. Q-syte and blood transfer device that inserts into it do not fit well, disconnect during draws, expose staff to blood unnecessarily in what should be a closed system, allows external air to be dawn into the transferring blood and blood tubes affecting results and fill volumes. Having to hold the two items together interferes with end user function by only having one hand to connect and disconnect tubes and invert tubes to mix appropriately. Luer-lock devices screw on improperly threaded and at an angle. This leads to inability to flush and leaking at connection points. Blood refluxes into the catheter because the vad is unclamped/valve opened and infusions leak out of the ¿closed¿ system. If not immediately identified this leads to vad occlusion, vad failure, medication waste and improper doses received by veterans. Another example was a powerglide catheter placed as a midline. Needleless connector became stuck on macro tubing and blood kept refluxing back although line was clamped. Line clotted off and had to be removed. A crack along the q-syte seam was identified allowing leakage but no evidence of mechanical force being used and nursing staff denied that as an attempted intervention. The q-syte had been applied the day prior.